Manufacturer narrative:
The insulin pump had unresponsive escape, act, up and down buttons due to moisture damage keypad traces. The pump was unable to perform operating current test or verify low battery alarm due to unresponsive buttons. No unexpected numbers were ramping during testing. The pump had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 151 mg/dl. The customer stated that the buttons on the pump stopped working. The customer stated that he could not correct the pump as the buttons were locked up. The customer stated that he removed the battery and put it back in and the pump alarmed low battery. The customer stated that the escape and act buttons were not working properly. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.